Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found bent connector pins on the cable assembly. Evaluation conclusion code applies to the desktop charger (dtc). Evaluation conclusion code applies to the implantable neurostimulator (ins). Evaluation results codes apply to the desktop charger (dtc). Evaluation method codes: apply to desktop charger (dtc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the desktop charger connector pin was bent. The implantable neurostimulator (ins) recharger was depleted and could not charge the ins. The ins was depleted and the patient was not getting stimulation or pain relief. The patient experienced a return of pain that was at a level of 6-7.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.